Event description:
A report was received from health canada's canada vigilance program which states, "etoposide hung at 15:18 over 1hr at the correct rate. After half hour the bag was empty and there was air in the line. The line was clamped and rn noticed that the secondary bag was still infusing and was now bubbling in the primary solution. It appeared that the chemo may have been going up into the primary IV solution and not into the patient."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "etoposide hung at 15:18 over 1hr at the correct rate. After half hour the bag was empty and there was air in the line. The line was clamped and rn noticed that the secondary bag was still infusing and was now bubbling in the primary solution. It appeared that the chemo may have been going up into the primary IV solution and not into the patient."